Event description:
It was reported that the recovery filter was implanted in a morbidly obese pt prior to vertical gastric bypass surgery. The surgery was performed and the pt was discharged. Approx one month later, the pt returned to the ER complaining of nausea, vomiting and chest pains. Based on lab results, the diagnosis was acute coronary syndrome, and thrombocytopenia. The pt "coded" twice in ICU. The second resuscitation was not successful. An autopsy was performed and it was reported that the filter was "engulfed in clot" and found between the rt. Atrium and ventricle.